Event description:
On (B)(6) 2015, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result of 8.7 mmol/l and a suppressed (***) result for ionized calcium on a (B)(6) year old male patient. The same sample was repeated and the results were acceptable. The patient was discharged based on the repeat result. There was no additional patient information available at the time of this report. Return product is not available for investigation. Date: (B)(6) 2015, k: 8.7, ica: ***, sample: a, test time: 18:04, comment: n/a; date:(B)(6) 2015 , k: 3.6, ica: 4.6, sample: a, test time:18:19, comment: same sample repeated. There were no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 06/22/2015. Retain product was tested and are functioning according to specification. Return product was not available for investigation.

Manufacturer narrative:
(B)(4).